Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative and healthcare provider indicated that the patient¿s ins was removed on (B)(6) 2018 due to infection. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s device was explanted due to infection. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was seen by their doctor as they had a wound infection at the thoracic incision and their doctor wanted the manufacturing representative to be there to assist them with reprogramming. On arrival it was noted that the patient¿s battery was discharged so they were unable to read the battery at that time. It was reported that the rep was able to charge it enough to interrogate it and discover that the patient had only used the stimulation one percent of the time. Based on this information the hcp decided not to reprogram it. The patient was reeducated on how to charge their battery and was advised that they needed to charge it daily to avoid the battery running low. The patient was also advised to make sure and check that their ins was on. It was reported that factors that led to the battery being discharged was that the patient was not charging their battery routinely. The patient was prescribed more antibiotics for the wound infection and was to be seen in two weeks for a follow-up appointment with their hcp to have their infection checked and see if the patient was using their device. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. It was reported that the event occurred post-operatively on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s device remains implanted. No further complications were reported or anticipated.

Manufacturer narrative:
(Discharged, unable to interrogate) evaluation determined that investigation is needed because it was reported that the patient's battery was discharged so on arrival they were unable to read the battery. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. The reported adverse event(s) of the wound infection at the thoracic incision are not likely related to the alleged device failure. The wound infection occurred post-operatively and the discharged battery was due to the patient not charging it routinely. It would be unlikely that a discharged battery would lead to a wound infection. An assessment of the source information indicates no other adverse events were associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because investigation determined that the cause of the event was not design, manufacturing, or supplier related. Supporting event information used to make this determination includes the report that the battery was discharged due to the patient not charging it routinely. The discharged battery lead to the issue of it being unable to be read at the time. The battery was able to be charged normally and then it was successfully interrogated. It would be expected that the if the device were not routinely maintained or charged that it would be come discharged and unable to be interrogated. There was no further indication that the device was not functioning as intended. (Wound infection) evaluation determined that there was no allegation of a device failure, but investigation is needed because the event was determined to be potentially reportable to a regulatory body. The source information indicates a potential relationship between the adverse event(s) reported and the device therapy. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report that the patient had a wound infection at their thoracic incision post operatively. They were prescribed antibiotics for the wound infection and were going to be seen in two weeks for a follow-up appointment with their hcp to have their infection checked. The issue was not resolved at the time of the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The patient was seen on (B)(6) 2017. The healthcare provider (hcp) stated that the infection was clear and the wound looked fine. The patient¿s battery was still ¿discharged¿ and they were not able to read the battery. The patient was re-instructed, with wife in attendance, on how to recharge the stimulator. They were able to easily obtain 8 boxes when charging. The patient stated he is technologically challenged and needed help. The hcp advised he would try to set up home health to go to the patient¿s house to help him charge. No further complications were reported/anticipated.